Event description:
It was reported that the customer's blood glucose level was 517 mg/dl. The customer treated with a manual injection. The customer stated her insulin pump would vibrate unexpectedly. Standard troubleshooting was performed. The insulin pump functioned according to design. The customer was advised to monitor the insulin pump. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.